Event description:
A customer contacted beckman coulter (bec) reporting a clear fluid was dripping from under the coulter lh 750 hematology analyzer. The volume of fluid was unknown and was contained within the instrument. The customer was wearing proper protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. There was no biohazard exposure to mucous membranes or open wounds. No death or injury is attributed to this event and there was no change to patient treatment. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse reported a clogged aperture in the whit blood count (wbc) bath, and found that the bath was not sealed properly causing fluid to leak out while cycling. The aperture and housing was replaced in the wbc bath that fixed the leak and brought the aperture high voltage back to normal. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).